Manufacturer narrative:
The sodium electrode lot number was ehu05. The chloride electrode lot number was edt57. The expiration dates were not provided. The field service engineer found a partially clotted sipper probe and a loose nut on the vacuum nozzle. He cleaned the sipper probe, adjusted the nut on the vacuum nozzle, and flushed solenoid valves. He performed air purges, reagent prime, mechanism checks, ise checks, calibration c, and precision testing, which were all successful. The investigation is ongoing.

Event description:
There was an allegation of questionable results for qc material and patient samples from the cobas pro ise analytical unit. The samples were repeated on another cobas pro ise analytical unit. Patient 1 initial sodium result was 158 mmol/l, and the repeat result was 142 mmol/l. The initial chloride result was 114 mmol/l, and the repeat result was 103 mmol/l. Patient 2 initial sodium result was 154 mmol/l, and the repeat result was 138 mmol/l. The initial chloride result was 111 mmol/l, and the repeat result was 100 mmol/l. The repeat results were believed to be correct.